Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: h.1. Imdrf annex c: c19 - no device problem found. H.1. Imdrf annex d: d14 - no problem detected.

Event description:
Report 2 of 2: it was reported that while using the bd onclarity hpv assay reagent pack on bd cor, an hpv false negative result was obtained. Upon repeat testing on the bd cor, an hpv positive result was obtained, which correlated with the patient's cytology findings. The hpv positive result was reported to the doctor and there was no report of patient impact.

Event description:
Report 2 of 2: it was reported that while using the bd onclarity hpv assay reagent pack on bd cor, an hpv false negative result was obtained. Upon repeat testing on the bd cor, an hpv positive result was obtained, which correlated with the patient's cytology findings. The hpv positive result was reported to the doctor and there was no report of patient impact.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd integrated diagnostic systems initiated an investigation into discrepant results on the hpv assay on the bd cor system (catalog # 443982, batch # 4058110). Bd investigation required review of the batch history records, review of initial quality control release testing, functional analysis of retention materials from the customers reported reagent batch and complaint trending review. The batch history record were reviewed and no discrepancies were noted. The initial quality control release testing was evaluated and met acceptance criteria required for release with no evident to discrepant performance. The functional analysis was completed on the hpv cor pcr plate and met acceptance criteria with 100% positivity. Bd was unable to confirm or duplicate the customers report. No corrective actions were taken at this time. There are no current complaint trends associated with discrepant results on the hpv assay on the bd cor system. However, bd quality will continue to monitor for future trends regarding discrepant results on the hpv assay on the bd cor system. Additionally, the clinical cut-off of an hpv assay is set to biopsy-confirmed histology endpoints (cin2+) and that infections that do not meet this level are correctly considered clinically negative. Bd apologizes for any inconvenience. If there are any questions or concerns, please do not hesitate to contact bd technical services.